Event description:
It was reported that the patient had surgery to ¿move the battery over so the patient could reach better with the recharger.¿ it was noted that the surgery was on (B)(6) 2014. The implantable neurostimulator (ins) was off at the time of this report and the patient needed to charge it. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).